Event description:
This report is for one (1) 2.5mm drill bit/qc/gold/110mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø2.5 l110/85 2flute f/qc was received at juarez pal. Visual examination of the returned device found the tip of the dill bit has stripped. The cutting surface feels dull to the touch. No other product defects were identified. Functional test a functional test was not performed as the mating device was not available. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a device history record (mre) review, was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, one (1) unknown drill bit was found to be dull. The issue was discovered during an unknown procedure. There is no known patient consequence. There is no further information available. This report is for one (1) unk - drill bits: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.